Event description:
A report was received that patient's entire system was replaced. No additional information is available.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2138-50, (B)(4) & (B)(4), description:scs 50cm iii lead. The explanted devices were not returned to bsn as their location is unknown. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.